Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula did not deploy; indicating the needle mechanism did not function as intended. The pod was worn for less than an hour. No adverse patient impact was reported.

Manufacturer narrative:
The device was returned not deployed. The device download indicates a drive stall occurred at the beginning of the device run. The first prime completed at pulse 51 and the device was deactivated at pulse 62. The device was reset, connected to a master pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. The exact cause of the drive stall could not be determined.